Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was intubated and the device had cuff inflation/deflation issue and had air leak. It was reported that device's cuff was torn and was found when the device was removed. The customer reported that patient required re-intubation.